Event description:
It is reported that when the user removed the catheter out of a pt, found that the cuff was separated away from the catheter, and that the cuff still attached to the pt's tissue inside the body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.